Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) touchframe and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
It was reported that the ventilator's top display was erratic. Patient involvement information was not provided by the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.